Event description:
As reported, the blocker of a 5f exoseal vascular closure device (vcd) does not turn black. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.